Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture was documented on the telemetry strip for the right ventricular (rv) lead. Upon manual interrogation, all lead measurements were within expected range and there was no loss of capture observed. Positional threshold tests were performed, and it was determined that loss of capture on telemetry strip was possibly due to an ectopic ventricular event causing functional loss of capture. The device was functioning as programmed. No changes were made. The lead remains in use. No patient complications have been reported as a result of this event.